Event description:
The lead was explanted due to an unspecified lead issue. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received text. Device evaluation anticipated but not yet begun.

Event description:
Complainant alleged that during biomed testing, the AED device powered on in manual mode. Complainant indicated that there was no patient involvement in the reported malfunction.